Event description:
A report was received stating a ventilator automatically reset. There was no patient involvement. There was no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer agreed to replace the breath delivery (bd) central processing unit (cpu) to resolve the issue.